Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 21:54:14. During night drain cycle eight, the patient's ultrafiltration reading was 1667ml, indicating the home patient (hp) drained 1287ml more than their maximum programmed fill volume of 1900ml. No additional information is available.